Event description:
During a closed suction procedure the catheter portion became stuck in the endotracheal tube. The pt's oxygen saturation level was decreased. The endotracheal tube was removed and replaced. No patient injury or adverse event were reported.